Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. The file was assessed to determine whether a clinical investigation is warranted. In a customer experience survey, this patient reported having had a serious infection while previously on peritoneal dialysis modality. No additional information was obtained despite multiple due diligence attempts. Therefore, the type of infection could not be confirmed. However, there were no recorded allegations, nor is there any objective evidence that this event was caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue.

Event description:
During a customer experience survey, it was reported that this patient experienced a serious infection while previously on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. The patient discontinued treatment due to the infection. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Event description:
During a customer experience survey, it was reported that this patient experienced a serious infection while previously on peritoneal dialysis (pd) modality. There were no recorded issues with a fresenius device, or product in relation to the reported event. The patient discontinued treatment due to the infection. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Additional information: g1 correction: h6, health effect clinical code and device component code plant investigation: the sample was not returned to the manufacturer and the catalog and lot numbers were not provided. A shipping history search for fmc cassettes delivered to the patient could not be performed as a patient account number was not identified. As such, device history and manufacturing reviews could not be conducted. Due to the limited information available, an investigation could not be performed. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.